Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event and hospitalization was reported to be ongoing. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with fortum intraperitoneally four times per day (dosage and duration not reported) and vancomycin intraperitoneally four times per day (dosage and duration not reported) for the peritonitis event. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.